Manufacturer narrative:
Product was not available for evaluation. Doctor returned photo of device; did not want to be contacted for additional information. Waiting for evaluation results.

Event description:
Reporter noted cutter failed (25 gauge tip sheared off) at 1400cps near end of ppv for easy pdr with vh. There was no patient impact.